Event description:
It was reported that the communicator plug was getting over heated and cracked. A boston scientific company representative advised the patient to replace the communicator. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the communicator was observed to have experienced electrical overstress (eos). Product analysis confirmed the that a melted plastic around the communicator prong was noted and fell out when the power adapter was removed from an outlet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator plug was getting over heated and cracked. A boston scientific company representative advised the patient to replace the communicator. A return label was sent. No adverse patient effects were reported.